Manufacturer narrative:
(B)(4). Date sent: 7/7/2023. D4: batch # v94y05. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that t the ats45 device was returned inside its package. Upon visual inspection, it was observed that the blister from the packaging was damaged; the damage was noted to be from the outside to the inside. The damage found compromised the device's sterility. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the reported event. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number v94y05, and no non-conformances were identified.

Event description:
It was reported that when they opened the box with the stapler, but before they opened the inner box, the saw that the stapler was dirty/dust on the handle. No consequence for the patient,- they used another instrument.

Manufacturer narrative:
(B)(4). Date sent: 6/5/2023. Batch # unk. A manufacturing record evaluation was performed for the finished device lot/batch number, v94y05, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.